Event description:
It was reported that this right atrial lead was explanted due to the helix being bent. This lead was successfully replaced. The device has been returned and is pending analysis. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection of the lead confirmed that the polyurethane insulation was damaged at approximately 235 mm from the terminal pin and deformed coils were noted at approximately 195 and 198 mm from the terminal end. Detailed testing of the damaged insulation revealed the insulation in that area had become degraded at an accelerated rate, likely due to the patient's blood chemistry. The degradation then led to the observed damage. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection of the lead confirmed that the polyurethane insulation was damaged at approximately 235 mm from the terminal pin and deformed coils were noted at approximately 195 and 198 mm from the terminal end. Detailed testing of the damaged insulation revealed the insulation in that area had become degraded at an accelerated rate, likely due to the patient's blood chemistry. The degradation then led to the observed damage. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial lead was explanted due to the helix being bent. This lead was successfully replaced. No additional adverse patient effects were reported.